Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezl1958 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezl1958) have been reported from the same belgium facility

Event description:
It was reported that seven days after placement, the patient experienced infection issues. The PICC was removed and the bacteria staphylocoque epidermitis was found within the PICC line. No other information was provided. This report addresses patient one.